Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, d3, g1, g4, g6 and h2.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed and generated a negative result consumer confirmed they were symptomatic and sick for whole week. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional data- h10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.